Manufacturer narrative:
The ensite cardiac mapping system display workstation configuration parameters were reviewed. The behavior described is consistent with expected behavior of the system during heavy computation, which may be caused by a full computer hard drive. The exact cause for the reported event remains unknown.

Event description:
During an ablation procedure, the system froze several times during the procedure. The procedure was cancelled with no adverse patient consequences.